Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No adverse consequences with the patient. Will the device be returned? No, the device will not be returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6)2022 and suture was used. The suture popped loose. No adverse patient consequences were reported. Additional information was requested.